Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and an open book image on the display after being exposed to moisture. Customer stated the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.